Event description:
It was reported that both right atrial (ra) and right ventricular (rv) leads dislodged due to twiddlers syndrome. Dislodgement was confirmed via x-ray. No sensing and no capture were also noted. The leads were explanted and replaced. The patient is in stable condition.